Event description:
This ra lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012. Lead dislodged and was pulled back into svc. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)